Event description:
It was reported that the ventricular patient connector was broken. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the patient output connector was broken. It was also noted that the case was damaged, several parts were missing from the backside of the device and the battery contacts were contaminated. (B)(4).